Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the hospital due a drain complication caused by the pd catheter (not a fresenius product). The patient experienced pain and was completing treatment via hemodialysis (hd) until a full diagnosis was determined. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the pd nurse clarified that the patient was not admitted to the hospital. It was reported that on (B)(6) 2024, this patient had a kidney, ureter, bladder (kub) x-ray image taken on an outpatient basis due to the pd catheter malfunction. Per the nurse, the kub did not reveal the cause of the pd catheter malfunction. The nurse confirmed the patient is currently on hemodialysis modality until the pd catheter can be further evaluated by a surgeon later this month. However, during this follow-up it was discovered the patient previously had peritonitis. Per the nurse, the patient was having symptoms of fever. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The nurse stated the patient was treated with antibiotic therapy using vancomycin (dose unknown) intra-peritoneal (ip) for peritonitis and was continuing pd treatments with the same cycler. The pd nurse stated that the patient denied a breach in aseptic technique, therefore was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient has recovered from peritonitis and currently remains on hemodialysis due to pd catheter malfunction.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the hospital due a drain complication caused by the pd catheter (not a fresenius product). The patient experienced pain and was completing treatment via hemodialysis (hd) until a full diagnosis was determined. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the pd nurse clarified that the patient was not admitted to the hospital. It was reported that on (B)(6) 2024, this patient had a kidney, ureter, bladder (kub) x-ray image taken on an outpatient basis due to the pd catheter malfunction. Per the nurse, the kub did not reveal the cause of the pd catheter malfunction. The nurse confirmed the patient is currently on hemodialysis modality until the pd catheter can be further evaluated by a surgeon later this month. However, during this follow-up it was discovered the patient previously had peritonitis. Per the nurse, the patient was having symptoms of fever. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The nurse stated the patient was treated with antibiotic therapy using vancomycin (dose unknown) intra-peritoneal (ip) for peritonitis and was continuing pd treatments with the same cycler. The pd nurse stated that the patient denied a breach in aseptic technique, therefore was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient has recovered from peritonitis and currently remains on hemodialysis due to pd catheter malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.